Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the broach handle are not holding tight on to femoral broaches. Broken instrument were reported by csd.

Manufacturer narrative:
The complaint description states that the complaint description states that the broach handle are not holding tight on to femoral broaches. Broken instrument were reported by csd. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.